Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, one unit of prismaflex m100 had an external fluid leakage. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, one unit of prismaflex m100 had an external fluid leakage. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed, and a leak was observed from y connector of the w line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.